Manufacturer narrative:
The device evaluation found foreign material inside the insertion section mount and biopsy channel. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning, due to leakage from bending section cover or distal sheath. However, a definitive root cause could not be determined. A device history review revealed that the subject device and confirmed that the device was shipped in accordance with specifications. The instruction manual states the detection method associated with the event in " gif/cf/pcf- 190 series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf- 190 series reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had a wire that got stuck inside the scope. The issue occurred during preparation for a therapeutic procedure. There were no reports of patient harm.